Event description:
Healthcare professional reported left side deflation and bilateral exchange of textured breast implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, anxiety product/procedure was received on feb 12, 2020 with mcghan 270 cc in the patch. Visual analysis, leak test and microscopic analysis of the returned device identified: wear abrasion, fold crease, a linear sharp opening on radius side (a dimension measurement in the shell was performed which identify the thickness within specification), white particles on device outer surface, brown particles on fill channel. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Particles on fill channel assessed as particle leakage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and bilateral exchange of textured breast implants due to concern with the product. Device has been explanted.